Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was in the 400mg/dl range. The customer was wearing the insulin pump at the time of hospitalization. It was also mentioned that the customer received a no delivery alarm, an auto off alarm, as well as a low reservoir alarm. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.